Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device is "losing signal". There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was investigated. During the investigation the device lost connection with light physical manipulation however a ¿sensor not connected" or a "replace sensor" error message was displayed on the monitor. The connection issue was due to recessed connector pins. No product performance issues were identified relating to spo2 and pulse rate values.

Event description:
The customer reported that the device is "losing signal". There was no patient impact or consequence reported.